Event description:
Event description guidant received information that this implantable cardioverter defibrilllator (ICD) exhibited episodes of noise and oversensing resulting in pacing inhibition on the rate/sense and high voltage egrams. Additionally, there was a loss of markers during parts of the episodes.